Manufacturer narrative:
(B)(4). Date sent: 06/20/2025 d4: batch #312d40 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage, with a tyvek, and with a gst45g reload loaded on the device. The reload was received partially fired 1/10. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of would not knife home, manual override would not work, would not open, leak controllable, tissue trauma- no intervention required could not be confirmed as once the device completed the firing sequence the knife returned home as intended, the manual override was totally functional, the device opened and closed without any difficulties noted, no malformed staples were observed. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 312d40, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 06/18/2025 d4: batch # unk additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No - how was the bleeding controlled? There was no bleeding. - how much blood was lost (ml)? N/a - did the patient require a transfusion? No - could you please provide more details about the type of oozing? There was no bleeding and no oozing. - was the device locked on tissue with the jaws closed? If yes, how was the device removed? The ech45c was triggered with a gst45g (lot305d14). During the triggering process, the blade stopped and could neither be advanced further with the activation button nor could it be brought back to the starting position with the ¿home button¿. Finally, an attempt was made to retract the blade manually. This was not successful. The stapler was then set down using a 2nd stapler. No patient impact or surgical delay have been reported. - what troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Knife reverse switch (with home-button) and finally manual override. But the knife didn´t move. - did the jaws eventually open? No - how was the device removed? With a 2nd stapler. - could you please provide more details about the type of oozing? There was no bleeding. There was oozing. But not clearly if it was the oozing was from the stapleline from ech45c or from the stapleline from the aeon lexington stapler. The oozing was controlled by using a tachosil after the completely segmentectomy. Some more details: prof. Bölükbas has used ech45c for 2 vessels with 2x gst45w. Everything was ok. Than it was challenging him to position the ech45c at the tissue (parenchym) and decided to use his familiar lexington aeon. - some lexington reloads worked and made a normal looking stapleline and some lexington aeon reloads and also 1 handpiece were broken (?) And not able to fire. (In my opinion because of the very thick tissue.) The last cut at the parenchym was made with ech45c with gst45g. And than the ech45c has locked on tissue with the jaws closed. - the ech45c was triggered with a gst45g (lot305d14). During the triggering process, the blade stopped and could neither be advanced further with the activation button nor could it be brought back to the starting position with the ¿home button¿. Finally, an attempt was made to retract the blade manually. This was not successful. The ech45c stapler was then set down using a 2nd stapler (aeon lexington). No patient impact or surgical delay have been reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45c, with lot/batch # m9ax9c, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats procedure, it was observed that the blade on the device stopped during the triggering process; and could neither be advanced further with the activation button nor could it be brought back to the starting position with the ¿home button¿. Finally, an attempt was made to retract the blade manually. This was not successful. The stapler was then set down using a 2nd stapler. There was no patient consequence nor surgical delay reported. Additional information requested.